Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the device lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes. The device met all applicable manufacturing specifications prior to release for distribution. Difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the anatomy was mildly tortuous, which may have caused or contributed to the advancement difficulties, but the cause could not be conclusively confirmed with the information available. Hypotension is a known potential adverse effect per device instructions for use (IFU). The hypotension was most likely related to the bleeding reported in the right external iliac. Vascular access related complications, such as bleeding, and patient death are also known potential adverse patient effects per the device IFU. Vessel injury is typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the information available, an assignable root cause of the vascular complication could not be determined and the relationship to the dcs could not be established. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: method and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was reported difficulty advancing the delivery catheter system (dcs) through the external iliac artery and the abdominal aorta. After the valve was implanted and the dcs was removed, an angiogram of the access site was performed, revealing no issues. Approximately five hours post implant, the patient became hypotensive and returned to the operating room. Bleeding in the right external iliac was reported. The access site for the dcs during the implant procedure was the right external iliac artery. A covered peripheral stent was placed and an angiogram was performed, indicating that the bleeding had stopped. Later that night, the patient coded. Cardiopulmonary resuscitation (CPR) was initiated, however despite efforts, the patient died. The physician stated that the cause of death was a multitude of factors, however likely stemming from the internal bleeding of the right external iliac artery. It is unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was received which indicated that the minimum vessel diameter was 5.9 millimeters for the right femoral. The anatomy was mildly tortuous. No autopsy was performed. If information is provided in the future, a supplemental report will be issued.